Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had a black screen with no power, and the drawer 4.1 solenoid plunger was locked. A field service engineer removed and replaced the drawer solenoid, controller board, open/close sensor, and pyxibus controller board, configured the drawer, and the customer recovered successfully and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not turning on. The customer switched it off and on, but the issue persisted. The customer also unplugged the device and plugged it into another outlet, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.